Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the vats segmentectomy procedure, the device jaws locked on the tissue. They used another stapler to resect and remove the locked device. There was a tissue loss noted but not harm the patient. Stapler had to be sent with specimen to pathology because could not remove from tissue.